Event description:
Philips received a complaint on the v60 ventilator indicating that there was a main alarm failure error message. The device was reported to be in use at the time of the reported problem. No patient harm reported. The repair of the device was stated to be planned for after the replacement of the ventilator. In a good faith effort (gfe) response from the authorized service provider (asp) received, it was stated that onsite service was performed at the customer site by a third-party service. The customer informed the asp that the third-party service replaced the speaker assembly and the device returned to normal use. The patient information from the time of the event was stated to be asked for but unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.